Event description:
It was reported that arteriotomy closure of a right common femoral artery (rcfa) was attempted using a proglide device after a percutaneous coronary interventional (pci) procedure. Reportedly, the physician found that the suture was not tied successfully; a cuff miss occurred. Manual arterial compression was used to achieve hemostasis. The patient did not experience any adverse effect. Reportedly, the physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device revealed that the whole suture was returned undamaged and partially exposed. The knot was unraveled. The returned plunger was unmatched with the device. The posterior cuff remained in the pocket. The posterior needle was undisturbed. The link broke at the swage end of the anterior cuff. During device analysis it was observed that the posterior needle tip was released from the shank, but did not engage with the posterior cuff and remained undisturbed. This is consistent with the posterior needle being deflected away from the posterior foot during needle deployment instead of engaging with the posterior cuff inside the posterior foot pocket, as intended. The reported cuff miss event is confirmed. Because the posterior needle did not engage with the posterior cuff, the cuff was not ejected from the foot. When the plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the link detaching at the swage end of the anterior cuff. The posterior cuff miss and subsequent link detachment would result in a failure to retrieve the suture. Because the suture could not be retrieved, the knot would not form to advance to the arterial surface to close the vessel as intended. The returned plunger was unmatched with the device as it revealed that both cuffs captured the needles. Possible contributing factors for needle deflection that results in a posterior cuff miss and subsequent link detachment include, but are not limited to: manufacturing, challenging anatomical conditions, and incorrect deployment techniques. The needle trajectory of every device is verified twice during manufacturing; and no manufacturing/quality deficiencies were detected during this investigation. During lab testing, a proxy plunger was inserted to test the needle trajectory and push mandrel travel and the results met the manufacturing criteria. There were no challenging anatomical conditions reported or definitive evidence in the evaluation of the returned device to suggest incorrect technique. Based on the testing results of the needle trajectory in the lab and during manufacturing, the probable cause for the posterior cuff miss and subsequent link detachment is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint database was performed. Based on the investigation, there does not appear to be any indication of a product quality deficiency.